Manufacturer narrative:
Investigation/conclusion: the aisys anesthesia machine is operating as designed. When the user activates alt o2, the unit is designed to display a graphic that says manually set alt o2 flows and check agent concentrations. As stated in the aisys user's reference manual, "warning: when alternate o2 control is enabled, flow from the electronic mixer is stopped and the agent concentration is set to off. O2 is flowing through the alternate control to the breathing system. To activate anesthetic agent flow to the breathing system, set the agent to the desired concentration. Agent delivery cannot be activated in the case of certain electronic mixer or agent delivery failures. The agent quick key will be blank if agent delivery is unavailable."

Event description:
Per user field medwatch report, "a serious concern has been identified due to the lack of alarm on ge medical aisys carestation anesthesia machine when inhalation agent is turned off by system and not by anesthesiologist. In this case, the anesthesiologist moved the machine backwards and inadvertently touched alternate o2 button on the machine. He realized it when he saw the message on the screen. When he turned the alternate o2 system off, the o2 flow came back to 2l, but the agent did not return to the original setting. This was missed until the pt moved and sevoflurane turned back on. Since et sevo was still at 2, the agent off did not draw his attention. Ge was informed and has opened up an itrak (internal complaint/tracking system) report on this particular issue. Biomed test on 06/09/2008: verified that when alternate o2 was pressed and exited, that the agent did turn off, the o2 flow changed to another value (other than what the machine was initially running at), and the tidal volume set remained the same. Also verified that the vaporizer is removed and reinserted, the agent shuts off with no alarm."